Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: please explain what is meant by, the device malfunctioned? The stapling of the rectal side was not realized requiring a new stapling and implementation of a new anastomosis. A protective ileostomy was conducted and a stomy was established for a period of 3 additional months. What type of procedure was the device used in? Hartmann recovery intervention how was the case completed? A protective ileostomy was conducted and a stomy was established for a period of 3 additional months.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure, the device malfunctioned. No further information is available. Unknown how case was completed. There were no adverse consequences for the patient.